Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot# j0443838v, implanted: (B)(6) 2004, product type: extension; product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Other relevant device(s) are: product ID: 3387-40, serial/lot #: j0443838v, (B)(6), (B)(4); product ID: 748266, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 748240, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the left ins was reading low impedances with both the clinician tablet and clinician programmer and it was unknown if this was typical for the patient or for how long. C0= 427, c1= 392, c2= 350, c3= 366, 01= 254, 02= 320, 03= 249, 12= 274, 13= 302, 23= 182, (clinician programmer at 3v) - 249 (with the tablet) MRI was not recommended as there was a suspected lead/extension underlying issue. There was no therapy issues noted. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.